Event description:
It was reported that the patient experienced a sticky pump and the inflatable penile prosthesis does not inflate and deflate easily. The physician was able to get the device working and could cycle the device. Therefore, there was no further revision or follow up needed with this patient.

Event description:
It was reported that the patient experienced a sticky pump and the inflatable penile prosthesis does not inflate and deflate easily.